Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The customer indicated that the safety shield was engaged by pressing it against a hard surface. Bd recommends that the safety shield is pushed forward to cover the needle using a single-handed technique.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles experienced a safety shield failure during use. The following information was provided by the initial reporter: material no. 368607 batch no. Unknown safety shield popped of needle when engaging safety shield on hard surface.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles experienced a safety shield failure during use. The following information was provided by the initial reporter: material no. 368607. Batch no. Unknown. Safety shield popped of needle when engaging safety shield on hard surface.